Manufacturer narrative:
Information was provided during an onsite training. This allegation came from a secondary source. It is unknown whether the initial user who experienced the event used the exact verbiage and based on limited information available, it is unknown if the event has already been reported. The cutsomer reported that this happened "a long time ago." Based on the limited information available and approaching with an abundance of caution, this report of an event is being reported.

Event description:
During an onsite training, a customer noted they heard from another person that they an analyzer "caught on fire" and that it "happened a long time ago". There were no allegations of patient/user harm. There were no allegations of incorrect results. It is unknown if the other user mentioned had reported this and therefore was reported to the FDA so this mention of incident is being reported out of an abundance of caution.